Event description:
The customer stated that the down arrow button was not working properly, and the numbers would skip several times on their own. The customer also stated that she was treated by the paramedics due to a low blood glucose of 22 mg/dl. The customer stated that the insulin pump gave her too much insulin, causing her blood glucose to decrease. The customer was not comfortable using this unit, and requested a replacement. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.